Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that there was no sound from the device when a test shock was performed. The customer requested that the device be returned for bench repair. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Device evaluated by MFR other text: the device was received by the philips bench repair on 07-sep-2018. Prior to an evaluation being completed, a temporary hold was placed on bench activities and the unit was returned to the customer for onsite servicing. Multiple attempts were made by a philips representative to contact the customer in order to service the device but no response was received. As the customer could not be reached, an evaluation could not be performed on the device.